Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 536 mg/dl. The customer declined helpline assistance and reported this for documentation only. The customer stated that there was issue where she was getting insulin for 2 days because the cannula was bent and she ended up in the hospital. The customer doest not have the insulin pump on right now, she will get it back on, on (B)(6) 2015.